Manufacturer narrative:
One (1) used sample item list #ch3034 was returned connected into unknown lot, primary plum set, no damage or abnormally were observed in the device. The set was tested according procedure and a leaks between the male luer bond and spiro were observed. The primary plum set was also a returned device and the items were connected upon receipt. This complaint of leak was confirmed based on the used physical sample evaluation. The probable cause was due to an inadequate insertion during manual process assembly during manufacturing. A device history review could not be conducted because no lot number(s) was/were identified. D9- the sample for this complaint was received 7/10/2023.

Event description:
The event involved a bag spike adapter w/spiros® w/red cap, vented cap where it was reported that during an infusion, the chemo drug was leaked from the tube. There was patient involvement, however, no harm was a consequence of this event. No delay in critical therapy and no unprotected chemo exposure in this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: additional contact (B)(6).